Manufacturer narrative:
H3 other text : details provided in an update from the source case indicate that the customer was provided a quote for repair but was not accepted and cancelled. There was no work performed.

Event description:
Philips received a complaint on the philips efficia dfm100 defibrillator/monitor indicating that the running the devices test it informs that the discharge is deactivated and external paddles have been damaged. There was no report of patient or user impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
When testing, it informs you that when testing, the discharge is disabled. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.